Event description:
It was reported that the implantable cardiac monitor (icm) detected false atrial fibrillation (af) episode due to premature atrial complex (pac). The device remains in use. No patient complications have been reported as a result of this event.